Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before each use. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 139104ext, ultraclean 1 in. Blade extend insulating device was being used during a tonsillectomy procedure on (B)(6) 2024, and ¿the patient suffered a secondary burn. The electrode was plugged into an argent electrosurgical pencil (22-esp6h) and the surgeon began the procedure. The secondary burn was caused by the conmed electrode not being fully seated into the pencil and non-insulated electrode being exposed to the patient¿s lip while energy was activated. The cause of this injury was reported as user error by the account due to the surgical tech not fully seating the electrode inside the pencil. The procedure was completed without further incident and the patient did not require additional care.¿. Follow-up assessment found that "'secondary' burn means a burn occurred at a place other than the intended tissue the surgeon was targeting with the energy. In this case an un-intentional burn occurred on the lip when the surgeon was targeting and applying energy to other tissue." The facility could not clarify the degree of burn. The procedure was completed "without further incident and the patient did not require additional care". An additional device was not used. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported injury of a burn of unknown degree.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 139104ext, ultraclean 1 in. Blade extnd insulatn device was being used during a tonsillectomy procedure on (B)(6) 2024, and ¿the patient suffered a secondary burn. The electrode was plugged into an argent electrosurgical pencil (22-esp6h) and the surgeon began the procedure. The secondary burn was caused by the conmed electrode not being fully seated into the pencil and non-insulated electrode being exposed to the patient¿s lip while energy was activated. The cause of this injury was reported as user error by the account due to the surgical tech not fully seating the electrode inside the pencil. The procedure was completed without further incident and the patient did not require additional care.¿. Follow-up assessment found that "'secondary' burn means a burn occurred at a place other than the intended tissue the surgeon was targeting with the energy. In this case an un-intentional burn occurred on the lip when the surgeon was targeting and applying energy to other tissue." The facility could not clarify the degree of burn. The procedure was completed "without further incident and the patient did not require additional care". An additional device was not used. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported injury of a burn of unknown degree.